Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an "iab disconnected" alarm generated. There was an iab leak however it is unknown if the iab was replaced. There was no reported injury to the patient.